Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, it was reported that the autopulse did not perform compression. Customer did not state how long the autopulse was performing compression when the issue occurred. Customer also reported that the platform serial number is not visible. The use of the autopulse was discontinued and manual CPR was performed for an unknown length of time. According to the customer, the patient was brought to the hospital. The patient outcome was not provided. No patient harm or consequence was reported.